Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini drawer 1.4 failed and removed 2 vials of medication but released 3 vials. The technical support specialist accessed the station remotely to retrieve logs for the relevant date. After reviewing the data, technical support specialist spoke with the customer and explained that the station was functioning correctly and not opening extra pockets, suggesting instead that the issue might be related to workflow. The customer expressed concern, noting that similar issues had occurred with multiple pockets on the same station. Technical support specialist explained the demand count feature, which could help track discrepancies more accurately, and believed the issue stemmed from manual inventory adjustments rather than a system malfunction. The customer agreed with this assessment, and it was decided to keep the case open to monitor for further occurrences. A follow-up email was sent, and the customer later confirmed that no further issues were observed, leading to the case being closed. The system functioned as intended after the technical support specialist trouble shot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the mini drawer 1.4 mis pocketed, user removed 2 vials of medication, but system released 3 vials. The customer stated that the reported issue happened during the dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the mini drawer 1.4 mis pocketed, doctor removed 2 vials of medication but system released 3 vials. The customer stated that the reported issue happened during the dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.